Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a stenting procedure within the lungs on (B)(6), 2010. According to the complainant, during the procedure, the deployment suture broke when the physician tried to deploy the stent. The physician noted that there was resistance when an attempt was made to pull on the string, and the stent did not deploy. Additionally, the anatomy was tortuous, and the stricture was not predilated. The procedure was completed by using another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a stenting procedure within the lungs on (B)(6), 2010. According to the complainant, during the procedure, the deployment suture broke when the physician tried to deploy the stent. The physician noted that there was resistance when an attempt was made to pull on the string, and the stent did not deploy. Additionally, the anatomy was tortuous, and the stricture was not predilated. The procedure was completed by using another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An initial visual examination noted that the device was returned partially deployed. The deployment suture was not broken; rather, approximately 84mm of it had been released. No visible damage was noted to the catheter delivery system. The remainder of the deployment suture was retracted without issue, and the stent deployed as intended. No issues were noted with the stent¿s profile. The condition of the returned device was not consistent with the complaint event- the deployment suture was intact. The stent, however, was returned partially deployed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.